Manufacturer narrative:
2/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, insturment did not fire propoerly. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.